Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the duodenvideoscope had k-wire and bending section cover or distal sheath rubber with foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d5 and d9. Additional information added to field d8, h3, and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, and although the foreign material was confirmed, olympus could not identify the material or specify the cause. The foreign material may have been unremoved because the device was not reprocessed properly by leak from the k-pipe. The event can be detected and prevented by following the instructions for use: IFU states the detection method in tjf type 150 operation manual chapter 3 preparation and inspection. IFU states the preventive measure in tjf type 150 reprocessing manual 3.5 manual cleaning. Olympus will continue to monitor field performance for this device.